Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: force sensor contamination and a faded, discolored display.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box and download history revealed several large prime volumes recorded in the prime history. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. On investigation, the pump successfully performed a rewind, load and prime sequence without loss of prime occurring. The force sensor was tested and found to be out of calibration. The pump was opened for investigation and revealed contamination on the force sensor assembly. The piston was examined and found to be within specifications. The display was noted to be faded and discolored. A test display was attached to the pump and illuminated properly without discoloration. The pump was opened for investigation. There was no moisture or corrosion noted inside the pump. Recall #2531779-03/24/2010-003-r.